Event description:
It was reported the johnson and johnson(jnj) intraocular lens (iol) was wasted. The customer noticed the lens was broken before it was used in the patient¿s right eye. The lens was wasted. There was no medical or surgical intervention such as incision enlargement, vitrectomy, or sutures. Reportedly, the patient has pre-existing blepharophimosi. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.